Event description:
Port was being placed for therapeutic purposes. During catheter insertion, the peel-away sheath wing broke off. The physician was able to peel the sheath away using hemostats to complete the procedure with the same sheath.